Event description:
It was reported to philips that the allura device would not boot up, and displayed 00:00. The device was outside of clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the flexvision pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log files showed malfunction in flexvision pc and upon functional testing field service engineer (fse) confirmed that the flexvision pc was defective, resulted in the system not being able to complete the startup sequence. The fse replaced the flexvision-pc and hard disk. After replacement of the flexvision pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method codes were corrected.